Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured under the strain relief approximately 1.0 cm from the hub and kinked approximately 57.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured under the strain relief. This type of damage typically occurs due to improper handling during use. If the 5max ace is manipulated forcefully at an angle during insertion into or withdrawal from the patient, damage such as this may occur. The kink found on the 5max ace was likely incidental, and may have occurred during packaging for return. 5max ace devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, after completing the first pass, the physician removed the 5max ace from the patient and noticed that it was cracked at the hub. The procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.